Event description:
Additional info from surgeon indicates that the lens was difficult to insert resulting in a torn capsular bag. The lens was not removed but currently remains in the vitreous and is not causing the pt any problems. The surgeon reports the lens may need to be removed if it migrates to the retina.

Manufacturer narrative:
The lens has not been returned to the MFR because it remains in the pt's eye. This report was mailed in to FDA on: 8/22/97.